Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3387s-40, lot# v833497, implanted: (B)(6) 2011, product type: lead; product ID 3387s-40, lot# v833497, implanted: (B)(6) 2011, product type: lead; product ID 37651, serial# (B)(4), product type: recharger; product ID 37612, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that during an implantable neurostimulator (ins) replacement the impedances were measured. Prior to the replacement the impedances were taken at 1.5 volts and were fine and normal values. The new ins was connected to the extension and the left lead impedances were fine. However, the right lead all showed greater than 40,000 ohms, except case and 8, which was ok. The extension was disconnected and a second-new ins was opened, connected, and placed in the pocket. The impedances showed greater than 40,000 ohms on all contacts, except case and 0 and case and 8. No saline or antibiotic solution was used in the pocket and the healthcare provider (hcp) even held the issue firmly in place to provide better contact. A micron microscope was brought in to look at the header block to see if the contacts were lining up properly; the bottom port alignment looked good, but the top port was hard to tell due to lighting, but the hcp felt it looked ok. No issues were seen with either contact 0 or 8 on the extension, such as a break or bend. The contacts used for programming were case and 0 and case and 8, so the surgery moved forward and the patient was closed up. The high impedances persisted following surgery, but the patient was getting good tremor control. The therapy impedances were within the normal range. No clear reason for the impedance issues was reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 3387s-40, lot# v833497, implanted: (B)(6) 2011, product type: lead. Product ID 3387s-40, lot# v833497, implanted: (B)(6) 2011, product type: lead. Product ID 37651, serial# (B)(4), product type: recharger. Product ID 37612, serial# (B)(4), product type: implantable neurostimulator.

Event description:
It was reported that the first device was unable to program or connect to the terminal. It was getting no response and still had not worked after an attempt to reposition the device. The device was changed and was able to connect to two points of contact. The patient was then able to get some effects. The first device had therapeutic contacts but only in the right hemisphere, the second device had therapeutic contacts on left and right only. The original intended procedure had been a revision of the deep brain stimulator. The device had failed; it had malfunctioned and had not done what it was supposed to do. It was clarified that the device was being replaced due to normal battery depletion. There was no harm to the patient just a delay in the surgery in order to obtain a second device. The patient was seen on (B)(6) 2015 and impedances in all but case-0 and case-8 had remained greater than 40,000 ohms. The patient was getting effective stimulation through leads 0 and 8 with good control of his tremor. They were not planning further work up as he was getting effective stimulation. The high impedances had occurred when the existing lead and extensions were plugged into the new ins. See attached user facility medwatch.